Event description:
It was reported the display on the control module flickers when the display tilt mechanism is moved. The problem occurred during a case. The issue did not interfere with the procedure and there was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.